Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the surgeon tried to fire the tlc55 and it would not fire. Another instrument was used to complete the case. There was no consequence to the pt.